Manufacturer narrative:
H3, h6: the ndi polaris camera, used in treatment, was returned for evaluation. There was a relationship between the device and the reported event. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review concluded this was a repeat issue. The navio user's provides instruction for camera setup, operation and troubleshooting. A review of risk management files found that the reported failure was documented appropriately. Visual inspection of the device revealed no discrepancies that may have contributed to the reported problem. A functional evaluation was performed and the camera event log was evaluated. The event log indicates multiple illuminator faults within 08 mar 21. The camera was unable to connect to the calibration module. The unit was then connected to a known good navio system, which revealed that upon reaching the handpiece calibration stage, the error message present in the original complaint appeared. The complaint was confirmed. A factor that may have contributed to the reported complaint include: 1) the illuminator leds on the camera can go bad over time with use and cause floating "dead zones" in the camera view - this problem is physical in nature in the camera only and it needs to be serviced. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The device (pn 200027, sn (B)(6)), used in treatment, was not returned for investigation. Thus, visual and functional evaluation could not be performed. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the risk profile. The navio surgical technique guide provides instructions for camera usage and troubleshooting. We were not able to confirm if there was a relationship established between the reported event and the device. The reported camera infrared failure error message is typically indicative of an illuminator hardware fault in the camera. The leds can go bad overtime, which causes "blind spots" in the camera. Based on the investigation, no corrections or corrective actions required at this time. If the device is returned in the future, this investigation will be reopened.

Event description:
It was reported that, during a navio tka procedure, specifically at femur resection stage, an error saying: "camera infrared failure.. " pop on the screen. The procedure was completed by changing the surgical technique to a conventional manual procedure. A delay fewer than 30 minutes was reported. No patient injury or other complications were reported.